Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damage/flake-off in the femoral marker. Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on investigation completed on 13-jan-2017. It was reported that poor image occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left main trunk (lmt). An opticross¿ imaging catheter was selected for use. During preparation, the opticross¿ was tested outside of patient's body; however, the image was not clear. The physician opted to do flushing and reconnection but the issue was not resolved. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status is stable. However, device analysis revealed a damage/flake-off in the femoral marker.